Event description:
(B)(4). Since having essure inserted I have had repeated migraines, stabbing pain in my pelvis, inflammatory issues in my joints, anxiety that I never had in my life before essure, asthma like shortness of breath when I am having inflammatory symptoms and spotting in between my periods.